Event description:
It was reported to philips that the device was in need of service. No further information provided. The device was not in use on a patient; as indicated by the initial reporter answering the safety questions during service order initiation.

Manufacturer narrative:
One processor pca was returned for failure analysis. The reported problem was duplicated during testing. Solder contact pins common to connector j16 had lifted off the solder lands due to cold solder and/or physical stressing of the solder joints during the use of the device.